Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number: 3006705815-2021-03577. It was reported the patient experienced inadequate stimulation with their scs system. In turn surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.